Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/21/2024, it was reported by a sales representative via sems-(B)(4) that an ar-9676 angled reamers inner shaft was difficult to remove from the outer "reamer" shaft after the device was able to be removed, scoring was observed throughout the device, and would not fit properly into another "outer" reamer shaft. This was discovered after use in a procedure.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the devices during use and/or interference with the mating instrument.